Event description:
It was reported that high pacing thresholds were noted on this right atrial (ra) lead. The patient was reported to be non-compliant with post-op orders and moving arms. A chest x-ray confirmed dislodgement. This ra lead was successfully repositioned. No additional adverse patient effects were reported.